Event description:
Customer reported she has been experiencing high blood glucose over 600 mg/dl for several days. Customer did not go to the hospital despite people telling her to go. Customer did go see her doctor since she felt dehydrated once her blood glucose was lowering. She also had swings but decided not to go to the emergency room. Customer went on stated the cgm was giving her erratic readings. Customer was no longer using the sensor anymore. Customer stated because they were to expensive and insurance does not cover them. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.